Manufacturer narrative:
G9: exemption number e2019001 - permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. Afollow-up report will be submitted with all additional relevant information. The two xience sierra stents referenced in b5 are filed under separate medwatch report numbers.na

Event description:
It was reported the procedure was performed to treat a lesion in the left anterior descending coronary artery (lad). A 2.5x30 non-abbott stent was implanted in the diagonal lad, a 2.75x28 xience sierra stent was implanted distally in the mid lad, and a 2.75x23 xience sierra stent was implanted in the proximal lad, which covered the non-abbott stent. The procedure was completed; however, the patient felt pain in the bifurcation lesion, so the patient went back on the table. A clot was noted where the non-abbott stent was located. Thrombus was noted in the two xience sierra stents in the lad, but with good flow. An attempt to balloon the lesions was made. A 2.5x15mm nc trek balloon dilatation catheter was advanced without resistance, but when another 2.5x15mm nc trek bdc was advanced through an unspecified 6f guiding catheter at the same time as the first balloon, resistance was felt between the two bdcs. During removal, the proximal shaft of the first bdc separated. The separated bdc was simply removed without issues. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported difficulty advancing and retracting the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The two xience sierra stents referenced in event are filed under separate medwatch report numbers. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Revised event description: it was reported the procedure was performed to treat a lesion in the left anterior descending coronary artery (lad) and diagonal branch. A 2.5x30 non-abbott stent was implanted in the diagonal branch with the proximal portion inside the lad. A 2.75x28 xience sierra stent was implanted distally in the mid lad, and a 2.75x23 xience sierra stent was implanted in the proximal lad, which also covered some of the non-abbott stent. For post-dilataiton, a 2.5x15mm nc trek balloon dilatation catheter (bdc) was advanced without resistance, but when another 2.5x15mm nc trek bdc was advanced through an unspecified 6f guiding catheter at the same time as the first balloon, resistance was felt between the two bdcs. During removal, the proximal shaft of the first bdc separated. The separated bdc was simply removed without issues. The procedure was completed; however, the patient felt pain in the bifurcated lesion, so the patient went back on the table. The diagonal branch was totally occluded and thrombus was noted. Thrombus was also noted in the lad where the two xience sierra stents were located, but there was good flow. Two unspecified treks were used as treatment. There was no clinically significant delay in the procedure. No additional information was provided.